Event description:
It was reported that the tip broke off during a case, and the doctor retrieved it from the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.